Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. When the sample has been received and the evaluation completed a supplemental MDR will be submitted to document our findings. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was report to davol: it was alleged that when the outer package of a bard avitene product was opened damage was noted to the inner foil pouch. The surgeon had concern for package integrity and the product was not used in the case. The sample is being returned for evaluation.

Manufacturer narrative:
Returned was the inner sterile foil pouch of an avitene web. The inner product blister tray with tyvek lid were also included with the sample and showed no signs of damage. Evaluation of the sample found the product foil pouch was opened as intended at the chevron end. There were dents and creases noted in the foil of the pouch. The noted irregularities with the foil pouch are consistent with what can present during user/device interface while preparing / opening the package prior to a case. While there were noted dents and creases on the returned foil pouch, the review found that the product conformed to specification and the sterile integrity of the pouch was not compromised. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
The following was report to davol: it was alleged that when the outer package of a bard avitene product was opened damage was noted to the inner foil pouch. The surgeon had concern for package integrity and the product was not used in the case. The sample is being returned for evaluation.